Event description:
Patient's allergist contacted dexcom technical support on (B)(6) 2013 to report that since approximately (B)(6) 2012, patient has experienced skin irritation under the sensor adhesive. Patient consulted with the allergist on (B)(6) 2013 at the recommendation of her endocrinologist. The allergist recommended the patient use a dressing with the sensor. On (B)(6) 2013, dexcom technical support made a follow-up call to the patient. Patient described her sensor site as bumpy, itchy, and red. Patient reported that her irritation sites heal after approximately 10 days. At the time of the follow-up call, patient reported being in fine condition.